Event description:
It was reported that post implant, the patient experienced syncope and was found to have low blood pressure. Pericardial effusion was seen on echo. After a few minutes, the patient's blood pressure and heart rate were normal. No intervention was required.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.